Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy and laparoscopic appendectomy. According to the reporter: the instrument divided but did not staple across the mesoappendix. Clamped area and used bovie to control bleeding. The case went from laparoscopic to open due to stapler malfunction. There was no unanticipated tissue loss. There was no unanticipated tissue damage, there was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes. No device fragment fell in the pt cavity. No device fragment was left in the pt. No reinforcement material was used.

Manufacturer narrative:
(B)(4)